Manufacturer narrative:
The device was returned to the manufacturer's service center for evaluation of an alleged ventilator inoperative condition with the following findings: the inlet air path and foam did not arrive with the device and was therefore unable to be preserved. It was discovered when being processed that the device had insect infestation. This device was not physically processed in any manner due to the device having already been destroyed. The device was scrapped due to the insect infestation and the inlet air path and foam not arriving with the device.

Event description:
The reporter alleged a critical error code was noted in the device download error log indicating a ventilator inoperative condition involving a motor failure. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.